Event description:
The patient adaptor was not connected with the titanium-adaptor well, when the customer changed transfer set. The customer had a gap between the titanium-adaptor and the patient adapter. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a titanium adaptor was not confirmed due to no sample being returned; therefore, no root cause could be determined because no evaluation or batch review could be completed.